Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. While prepping the taxus express2 3.0x20mm drug eluting stent, the stent was fractured at the tip, prior to use. No pt complications were reported.